Event description:
According to the reporter: the clips didn't close properly. Finally some clips stayed stuck in the device and the instrument jammed. The saphen vein was torn and the issue was resolved. No further report was received.